Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 (mg/dl). Customer changed their infusion set multiple times and administered a bolus to treat their bg level.